Event description:
The ge oec fluoroscopy sys was slow to respond to commands and the right monitor had erratic function.

Manufacturer narrative:
A ge oec svc rep investigated the issue and reloaded the software and replaced the hard drive. Additional entries to restore function noted on 06june07 where the image processor pcb was replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.